Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the hospital after receiving several inappropriate shocks as a result of lead dislodgement to the right atrium. Double counting was also observed. The lead was explanted and will not be returned for analysis.